Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the hub separated from the device. The needle separation event occurred 1 time. The safety shield separation event occurred 3 times. The following information was provided by the initial reporter. The customer stated: during blood collection, the needle and safety device broke off of the hub. Customer reported a set of wingsets broke off while drawing blood from the patient. Two other vacutainer needle's safety devices broke last night.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the actual product was not available and the lot number is unknown, manufacturing and inspection record of 536 lots that was the same item (#367283) manufactured from february, 2021 to the end of january, 2022 were reviewed and no abnormality which could be related to the each reported event was found on all reviewed lots. Also, release inspection records of the above 536 lots were checked and no problems were found in product appearance (winged needle/safety shield), puncture resistance of the winged needle, the breakaway force, sustaining force or security force. This complaint is unable to be confirmed. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the hub separated from the device. The needle separation event occurred 1 time. The safety shield separation event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, the needle and safety device broke off of the hub. Customer reported a set of wingsets broke off while drawing blood from the patient. Two other vacutainer needle's safety devices broke last night."